Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 288 mg/dl the customer was assisted with troubleshooting. Customer states that display did not returned after pump restart. The customer stated that insulin pump received post-reset ram crc alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify post-reset alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.